Manufacturer narrative:
This event is being conservatively reported because it is unknown whether the event was related to the perceval implant. Device not explanted.

Event description:
The manufacturer was notified of the following event via the (B)(6) patient registry on (B)(6) 2017: on (B)(6) 2017 (3 days post-operation), the patient developed h influenza and was started on oral deoxycicline. The patient was paced after surgery and developed av block ii. The patient is still awaiting review and possible pacemaker insertion. The device is still implanted. Based on internal clinical assessment, it is unknown whether the av block ii was related to the perceval.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. This event was originally reported to the manufacturer through the sure avr registry. According to internal clinical assessment, it is unknown whether the event was valve-related. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include pre-existing conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12 huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5